Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy on (B)(6) 2019. Patient reports she is not able to connect programmer with ins since yesterday, keeps seeing poor communication. She states she has changes out batteries for new regular (B)(6) batteries and that did resolve the issue. Troubleshooting included syncing with and without the antenna which did not resolve the issue. Patient initially called wanting to know alpha stim compatibility. She states she has been using this for a while now and noticed the device has gradually stopped working and wondering if the alpha stim could be causing that. Patient states she noticed loss of therapy about a month ago, and the age of device was considered with ins longevity relative to date of implant and patient was advised to contact their physician to have the device checked. Compatibility guidelines were given for the alpha stim. No further complications were reported or are anticipated. On 03/28/2019 additional information was received from the consumer: patient had upcoming appointment with their doctor on (B)(6) 2019. When asked the circumstances that led to poor communication with the programmer and implant and gradual loss of therapy the patient said the alpha stim and implant stim were not compatible. It was unknown whether the battery was depleted. Actions taken to resolve the poor communication with the programmer and implant and gradual loss of therapy were to put in new batteries in the programmer. No further complications were reported or are anticipated.